Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a high blood glucose level that was over 500 mg/dl due to a bent cannula. The customer treated their high blood glucose with the insulin pump and an insulin shot. The customer declined troubleshooting for the high blood glucose. The customer also reported that they kept getting air bubbles in the tubing. The customer's blood glucose level during the air bubble incident was 119 mg/dl. The customer was advised to change the set. The device will not return for analysis.